Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during implant, the right ventricular (rv) lead had placement difficulty because it was hard to manipulate the rv lead because it would get a special angle. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant, the right ventricular (rv) lead had placement difficulty because, it was hard to manipulate the rv lead because it would get a special angle. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.